Manufacturer narrative:
(B)(4). The serial number was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that a ventilator oxygen sensor was broken. There was no patient involvement.

Manufacturer narrative:
Covidien reference: (B)(4). The oxygen (o2) sensor was returned for investigation. A visual inspection of the o2 sensor was performed, and the customer reported malfunction was verified. The o2 sensor has a nominal life of one year from the date of manufacture. It is a consumable commodity for which actual sensor life depends on the operating environment, such as operation at higher temperature or fi02 levels, which will result in a shorter sensor life. Based on the fact that the fio2 sensor has a nominal life of one year and this part exceeds this useful life, no further investigation is necessary.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.